Event description:
Complainant alleged that the medics were attending a frail pt (age unknown) who was in cardiac arest. Subsequent to the electrodes being placed on the pt, CPR was performed over the pads. The pt was then moved to the ambulance, where CPR was continued. The pt was then defibrillated and the medics observed an arc to the anterior pad. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.